Event description:
It was reported that a patient presented with over-sensing of competitive atrial pacing noted on the patient's implantable cardioverter defibrillator. No programming or intervention was planned or performed. No information was provided regarding patient consequences but the patient was presumed to be stable.